Event description:
In 2005, this pt rec'd a gore excluder aaa endoprosthesis trunk ipsilateral leg component. A reintervention was performed two weeks later, to treat aneurysm growth (from 5.5cm to 7cm as reported on a CT scan) secondary to endoleaks. A possible proximal type I endoleak was discovered, as well as a possible type ii endoleak - retrograde flow from accessory vessels, primarily the hypogastrics. The trunk ipsilateral leg component was extended proximally with an aortic extender component, and distally with an iliac extender component.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this patient. Pxc141000/03856108. Pxc161000/03811140. Pxa280300/04933588. Pxl161407/04933039.